Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a >50mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately four years later, an unknown endoleak was observed. The endoleak was reported to start just above the flow divider of the main bifurcated stent graft. An angiogram was carried out and it was believed that these images ruled out a type iii endoleak and the endoleak was believed to be a type I. A secondary intervention procedure was carried out, where the main bifurcated stent graft was relined with an endurant ii cuff and endoanchors were placed at the proximal edge of the existing main bifurcated stent graft. The event was reported to not be resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored.